Event description:
During placement of brachytherapy needles in a patient, one of the needles hit the public arch. The physician appied additional force in an attempt to deflect the needle off the bony structure causing the needle to buckle and break. The break occured at the junction point where the seed strand and stylet meet. The broken needle tip was 1.5 - 2.0 inches in length. The tip was retrieved by cutting the peritenium and grasping it with forceps.